Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 135 mg/dl on the morning of the call and the pump was trying to give them 15 units. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer stated the bolus wizard was recommending excessive boluses. Troubleshooting was completed but did not resolve the issue. The customer had another low on (B)(6) 2018. The customer was unable to upload the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. Unit received with minor scratched display window and case.